Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 500 units of insulin. At the time of the event, the insulin gauge displayed 82 units; however, the customer believed that there was over 400 units of insulin remaining in the cartridge. Recommendation was made to fill the cartridge with no more than 480 units, the customer confirmed that the existing cartridge would continue to be used. The customer's blood glucose level was 249 mg/dl, and was addressed with a correction bolus.